Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from lot number 380565h was received for evaluation. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were being used to deliver unspecified volumes of unspecified solutions, at unspecified rates, via plum pumps. After unspecified lengths of time, it was reported that the tubing separated form the arm of the clave y-site of the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. No additional information was provide.